Event description:
In 2009, a female, underwent uneventful outpatient implantation of bard port implanted port. Five days later, admitted for treatment of lymphoma. The same day, oncology rns reported port not functioning. The same day, 1638hrs, to radiology specials. Indication: per interventional radiologist - port broke off at the subclavian level spontaneously having been in good position upon review of the previous x-rays. Impression: port is spontaneously fractured at the junction of the subclavian vein. The tip is embolized into the heart, & was removed using the snare technique in its entirety without sequelae. The port was removed as well. Case reviewed with oncologist & implanting surgeon. Dates of use: 2009. Diagnosis: lymphoma for chemotherapy.